Manufacturer narrative:
The device has been received and the investigation has been completed. The results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor and a piece of a tray were broken off. Root cause description the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. The patient's race/ethnicity was reported as arabic. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that the inner lining is separating from the outer shell. Additional information received reported that there was no patient injury, harm or adverse outcome. No intervention was required. The patient stopped using the device on (B)(6) 2025. Information received from the investigation reported that it was observed that an anchor and a piece of a tray were broken off.